Manufacturer narrative:
(B)(4) - device evaluation: a retained cartridge sample from lot # b201831 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 claiming that the cartridge was stuck with 80 units of insulin remaining. There was no insulin delivery at the time of concern. Subsequently, the patient awoke with a blood glucose reading of 560 mg/dl. He did not have any symptoms and tested negative for ketones. Unfortunately, the patient claimed he discarded the cartridge and inset. Troubleshooting on the cartridge and inset could not be completed. The cannula in use was not bent or kinked. The patient was able to go to the backup and administered 70 units of insulin via syringe. His last blood glucose reading reportedly was 377 mg/dl at 3:30 pm. This complaint is being reported because the patient had elevated blood glucose reading above 500 mg/dl after there was no insulin delivery on animas pump system due to a possible cartridge issue.